Event description:
While inserting a guide wire into the angiography catheter, the most distal several centimeters of the catheter broke off. This occurred prior to insertion into the patient. Manufacturer response for angiographic catheter, soft-vu (per site reporter): the manufacturer has not yet had the opportunity to assess the product.